Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she'd been having slow drains during treatment on (B)(6) 2017. Follow-up was made with the pd patient's clinic, who stated the patient was able to complete peritoneal dialysis treatment. The clinic also reported the pd patient was sent to the emergency room due to possible clostridium difficile and peritonitis. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who clarified the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and was treated with antibiotics. Per pdrn the patient's peritoneal dialysis catheter was removed and the patient transitioned to hemodialysis treatments. Review of the medical records by a post market surveillance clinician indicated the pd patient presented to the hospital on (B)(6) 2017 with abdominal pain, loose stools, cloudy peritoneal dialysis fluid and an elevated white blood cell count. The patient was admitted to the hospital and diagnosed with peritonitis following a positive peritoneal dialysis fluid culture with the organism candida parapsilosis. The peritoneal dialysis catheter was removed on (B)(6) 2017 and the patient switched modalities to hemodialysis. The patient was treated with fluconazole 200 milligrams intravenously daily, lactobacillus/streptococcus 1 capsule daily, and vancomycin 125 milligrams orally every 12 hours.